Manufacturer narrative:
(B)(4).

Event description:
During service at baxter, a technician reported a colleague infusion pump that had failure code 810:11 that was caused by a faulty ail pcb (air in line printed circuit board) that was recalibrated by service. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).